Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01feb2019. The field service engineer (fse) evaluated the device. The reported condition was verified. The fse replaced the power supply to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported the ventilator generated an error relevant to 12 volts reset failure. The ventilator was not in use on a patient. The event date was not specified; estimate used.